Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges would not fit onto the pump. Reportedly, the user did not check their blood glucose (bg) level and stated that they did not have an adverse effect on bg levels. It was noted that there was an o-ring from a previous cartridge on the pneumatic tap. The user removed the o-ring and successfully loaded a cartridge.